Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter updated to indicate an unknown healthcare provider was the initial reporter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the initial reporter information was not available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000mg/ml, 200mg/day) in an implantable pump for an unknown indication for use. The patient had a history of paraplegia. The patient experienced a seroma in the connection area. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. A pump revision occurred. The issue was considered to be resolved as of (B)(6) 2017. The patient status was unknown. No further complications were reported/anticipated.